Event description:
Information received indicates the caster wheels are locking into brake but the caster stems are turning a little.

Manufacturer narrative:
The technician replaced the four casters to repair the bed.